Event description:
It was reported through clinic notes dated (B)(6) 2010, that a vns pt was having more seizures lately; pt averaged about 6-8 month. Further info was received from a company representative indicating the pt was in the office of the treating neurologist and was having an increase in seizures. System diagnostics were checked on the pt and were ok, dc dc 1, eos=no. At the moment, the cause of the pt's increase in seizures is unk as other contributory factors such as stress and depression could likely be affecting the pt's state. Good faith attempts to obtain additional info from the pt's treating neurologist have been unsuccessful to date. However ,it is known that generator replacement surgery is likely.